Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010. Inr: 1.5, 1.5. Date: (B)(6) 2010. Inr: 2.0, 1.7. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.